Event description:
It was reported that the patient experienced inadequate stimulation and difficulty charging the implantable pulse generator (ipg) resulting in the ipg no longer functioning as intended. The patient underwent a spinal cord stimulator (scs) explant procedure. The explanted devices were disposed by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred three months prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 16662932, UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 16662932, UDI: (B)(4).